Manufacturer narrative:
This report was mailed to FDA on: 2/4/1998. Disclaimer: this info is submitted pursuant to 21 cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1.

Event description:
Surgeon reports lens was replaced due to a starburst of light in vision.